Event description:
It was reported that this pacemaker exhibited an alert that the device entered safety mode. Technical services (ts) discussed the device in safety mode and recommended the device be replaced. At this time, the pacemaker remains in-service. No adverse patient effects were reported.